Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their device has a/c power issues and will not fully charge. There was no reported pt involvement.